Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Event description:
Veterinary event. Facility reported to anspach service and repair: the small battery drive stopped working and had no power. It is reported several batteries were used, but the device still had no power. Facility reports event did occur during a right tibial plateau leveling osteotomy (tplo) procedure. Procedure was delayed approximately 10 minutes. Patient is recovering from procedure, but maintains lameness and has developed an incisional infection. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit had no power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.